Event description:
Feeding set tubing came disconnected at connection site inside of the plastic insert attached to tubing that places tubing into pump. Feed began dripping on the floor, pump alarming "pump occluded on patient side". Tubing removed from patient and pump, new tubing hung immediately and feeds restarted.